Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the rubber o ring fell off the flapper valve into the pt. The ring was retrieved. There was no consequence to the pt.